Event description:
On (B)(6) 2012, beckman coulter, inc. (Bec) contacted customer per bec market survey program. Customer reported that on (B)(6) 2012, the unicel dxc 600i synchron access clinical system generated some non-reproducible false positive accutni results. Customer reported that erroneous results were not reported out of the laboratory. Customer reported that they implemented a proactive procedure to verify unexpected results prior to reporting result outside the laboratory thereby preventing potential risk to patient safety. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Customer did not request service from bec field service engineer. Reagent used in conjunction with unicel dxc 600i synchron access clinical system: part number: a78803. Brand name: access accutni reagent pack, 100 determinations, 2 x 50 tests. Lot number: unknown. (B)(4).